Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified mildly tortuous left anterior descending artery that was 90% stenosed. The 4.0x12mm nc trek balloon dilatation catheter had a shaft separation outside the anatomy while being introduced into a 6f guiding catheter. The device was replaced with a new 3.25x15 nc trek to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was unable to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted stretched inner member and outer member and the noted stretched guide wire exit notch. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a heavily calcified mildly tortuous left anterior descending artery that was 90% stenosed. The 4.0x12mm nc trek balloon dilatation catheter had a shaft separation outside the anatomy while being introduced into a 6f guiding catheter. The device was replaced with a new 3.25x15 nc trek to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information received subsequent to filing the initial report: the device met resistance with the 6f guiding catheter. The distal portion was simply pulled out. No additional information was provided.